Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d274trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 419478, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported the atrial implantable pacing lead was fractured. It was noted that the lead originally had to be implanted where the patient was susceptible to clavicle crush. The physician considered extracting and replacing all leads due to position but given that the patient had no access, the physician was concerned about removing any additional leads since they were functioning appropriately. The atrial lead was explanted and replaced and the facility retained the products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undefined impedance, no capture, far field r-wave (ffrw) oversensing and a clavicle crush. The lead was reprogrammed prior to replacement. The initial lead revision was abandoned as contrast showed occlusion of the left subclavian vein. During a subsequent revision attempt, the helix could not be withdrawn due to torque not being transmitted to the lead tip and laser extraction was necessary. A new lead was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.